Event description:
Customer's mother reported that the customer had been involved in a car accident due to falling asleep while driving. There was no blood glucose reading taken at the time and she stated that she did not think it was related to a diabetic episode. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.